Event description:
A (B)(6) female patient contacted zoll customer support to report continuous 'check te pad' messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (continuous check te messages) has been confirmed. As received, the pulse wire in the cable running from the distribution node (dn) to the front therapy electrode (te) was broken at the solder joints in the distribution node. The cause for the 'check te' messages is the damage to the pulse wire within the distribution node. The root cause for the damage cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damage wire. The patient received a replacement electrode belt.